Manufacturer narrative:
Updated fields: b4,d9,g3,g6,h2,h3,h4,h6(type of investigation, investigation findings, investigation conclusions), h10. Additional fields: e1(event site state: 33, event site postal code : (B)(6)) it was being reported that during a routine check the cs300 intra aortic balloon pump (iabp) had an issue regarding the "unit is not switching on & off" from the machine & automatically switching over to the battery operation. A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation it was being found that the unit is defective and it to be replaced. The parts which needs to be replaced are "700757-0000"- power supply (mode cp278-0000) , "d014-00-0033-05"- power supply assembly but the unit is under the repaired stage which is under the process. There was no involvement of the patient.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check performed by the customer, the cs300 intra-aortic balloon pump (iabp) unit was not switching on and off. The machine was showing battery test not passing. There was no patient involvement.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and was able to reproduce the reported malfunction. The fse replaced the power supply (0014-00-0033-05) after determining that it was defective. The unit was tested and calibrated. The iabp was handed over to the customer in proper working order.